Event description:
Rayner intraocular lenses limited received notification from a (B)(4) healthcare facility of an event that occurred following implantation of an unspecified rayner intraocular lens (iol). The event description received states that iol was explanted due to the development of posterior capsule opacification.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. Rayner intraocular lenses limited made contact with the healthcare professional to obtain additional information on the development of posterior capsule opacification and was advised by the sales specialist that the healthcare professional would not be providing any further information on the case. Without the ability to examine the device and without clear event details being provided, a failure mode and root cause cannot be ascertained.